Manufacturer narrative:
Additional information in h3, h6. H10: two (2) samples were received for evaluation. A visual inspection with naked eye noted loose green caps inside opened pouches on both samples. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green protective cap disconnected from the connector of an amia automated pd set with cassette. The protective cap was discovered to be disconnected, and loose within the overpouch of the device. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.